Manufacturer narrative:
Event date was some time in (B)(6) 2018. Two samples were received for evaluation, both in open pouches: one dry set and one wet set. Visual inspection was performed on both units. There were no issues noted with the wet set. Functional testing was performed on the wet set with no issues noted. Visual inspection found nicks or cuts in the cassette sheeting of the dry set which resulted in a leak at the site of the cut during leak testing. The cause could not be determined. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette, visual inspection found nicks or cuts in cassette sheeting causing a leak at the site of one nick or cut during leak testing. There was no patient involvement. No additional information is available.